Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Additional reportable malfunction as a result of checking the operation log, error code e315 was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited blinking like a flash. When the light intensity was increased, it blinked, and when the light intensity was decreased, the blinking stopped. It was noted that the issue occurred after procedure (upon completion of procedure, device no longer used on patient). There were no reports of patient harm.